Event description:
It was reported that during hospitalization for congestive heart failure the nurses noted that there was loss of capture of the atrial lead and high threshold was reported at explant. The atrial lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The continuity of the distal coil could not be tested due to lead removal wire. Blood/body fluid was observed on all conductors and in/on the helix/lobe mechanism. The lead was stretched. The outer insulation had a cosmetic depression and cosmetic environmental stress cracking. The lead was flexed within 5 cm of the anchoring sleeve. It was determined that the distal conductor was fractured. Evaluation summary: (B)(4) distal conductor fractured, (B)(4) distal segment.